Manufacturer narrative:
One dyonics power ii footswitch was received on 05/14/2015 and confirmed to be serial number (B)(4). A visual inspection was performed on the exterior of product and no physical damage was found. Complaint of burning smell could not be found. All functions of footswitch are dead. Cause of functional failure is a shorted out main pcb. Main pcb is potted into bottom of footswitch assembly and cannot be removed for inspection. The complaint investigation has concluded that this unit has succumbed to expected wear since unit is over 2 years old. Product was shipped new to customer on 01/29/2013. After the evaluation the root cause for the reported issue was determined to be expected wear and tear. No further investigation is warranted at this time. (B)(4).

Event description:
During a knee scope procedure it was reported that there was a burning smell from foot pedal, then it lost power. A backup was used to continue the procedure without incident.